Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer system powered up first time, post's and booted to login screen as expected. Multiple reboots were successful. Each time a launch of the application was able to navigate without issue. The tester monitored the computer system use over an extended period with no issues observed. There were no hard drive or ram issues reported and/or detected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 09/09/2016. Suspect computer returned to manufacturer for analysis and is under analysis. On 09/13/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Navigation system was unresponsive. Computer replaced. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report that a site's navigation system was intermittently acting up and became unresponsive in different stages of the software. In trouble-shooting, the system was re-booted three times without resolution. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.